Event description:
It was reported that the right ventricular (rv) lead was suspected of possible lead fracture as there was intermittent capture at high eight volts and several non-sustained events that appears to be noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and oversensing associated with the right ventricular lead. It was noted that there were 18 nst episodes with v-v intervals less than 220 ms between (B)(6)-2014. There were 828 v-sics over last 1.04 days - average of 793.5 v sics / day. Impedance trend is within normal limits.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).